Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced due to a sizing issue. No patient complications were reported.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced due to a sizing issue resulting in incontinence. No further patient complications were reported.